Event description:
Customer states that he experienced a hypoglycemic episode while using the aviva meter. Customer tested on the morning of the episode at 220 mg/dl at 5:30 a.m. And took 40 units of lantus insulin. At approximately 6:00 a.m., the customer's wife attempted to wake the customer and was unsuccessful. Wife called the emts, who tested the customer at 18 mg/dl on their meter upon arrival and treated the customer with "a shot" (information not provided). Customer felt better within 15 minutes. Emts retested the customer's blood glucose before leaving, but reading was not provided. Customer was not taken to the hospital. Requested return of suspect device and strips; however, customer no longer has strips used during the incident. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.